Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Insulin pump received with cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and insulin pump had buttons hard to pressed. The customer low blood glucose level was around 30 mg/dl to 40 mg/dl and high blood glucose level was 491 mg/dl. Customer reported other blood glucose level were 220 mg/dl, 300 mg/dl and 200 mg/dl. Customer reported that the insulin pump had cracked. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.